Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a nurse cannot pull meds for patients. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not pull medications for patients. A technical support specialist (tss) verified that meditech had been sending a bed swap to update the room, but es did not support bed swaps. The tss advised the customer that meditech sent an update message, and the customer confirmed that the patient room was now showing correctly. The system functioned as intended after the technical support specialist investigated the device.